Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test. Unit was programmed with multiple basal profiles and monitored. All basal profiles delivered completely their indicated amounts and were properly recorded in the basal review screen. Unit then was programmed with multiple boluses and monitored. All boluses delivered completely their indicated amounts and were properly recorded in the bolus history screen. Unit was programmed using the bolus wizard feature. All boluses delivered completely using the bolus wizard. No delivery anomaly, daily total anomaly, basal anomaly or bolus anomaly noted. Unit had intermittent button response due to corroded keypad traces. Unit had cracked reservoir tube and scratched display window.

Event description:
The customer reported via phone call that the insulin pump had delivered too much insulin on four separate occasions. Blood glucose level at the time of the incident was 279 mg/dl. During troubleshooting, it was discovered that the device's up button was sticking. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.